Event description:
It was reported that the pt underwent surgery on (B)(6) 2013 due to pain (for 2 years) and an observed fracture of femoral neck and massive bone oedema, right side. To treat this fracture, the pt was implanted with a femoral neck osteosynthesis with cannulated screws at the (B)(6). On 2013, the pt underwent revision surgery at the (B)(6).

Manufacturer narrative:
The products are in transit to zimmer gmbh. Once they are received and investigated and the results are made available, an updated report will be submitted. (B)(4).